Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. It was observed that the left ventricular lead was dislodged as the lead did not capture the left ventricle and showed p and r waves on the electrogram (egm). No intervention was performed and the lead remains implanted. The patient was stable throughout.

Manufacturer narrative:
A complete lead measuring 85.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received states that the left ventricular lead was explanted and replaced. The patient was asymptomatic and was discharged post procedure.